Manufacturer narrative:
.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery occurred because of patient pain. During the revision, all of the original omni components were removed and revised to non-omni product.